Event description:
Sorin group (B)(4) received a report that the s5 roller pump did not stop when the blood level in the reservoir dropped be the level sensor. There was no report of patient injury.

Manufacturer narrative:
Sorin group (B)(4) manufactures the s5 roller pump. The incident occurred in (B)(6). This MDR report is being submitted on behalf of the device manufacturer - sorin group (B)(4). To resolve an FDA inspectional observation, the sorin group (B)(4) MDR procedure was revised. As committed to FDA's office of compliance, a retrospective review of customer complaints is being performed and mdrs will be submitted in accordance with the revised procedure. This MDR is being submitted beyond the 30 day reporting requirement as it was identified during the retrospective review. The pump was returned to sorin group (B)(4) for evaluation. During functional testing, the pump was run for 624 hours and no problems were found. The issue reported by the customer could not be reproduced. Without the ability to reproduce the issue, no root cause could be determined.